Manufacturer narrative:
No devices or photos are returned for review since the devices still remain implanted; therefore the condition of the components is unknown. Review of the device history records for the shell did not find any deviations or anomalies. Device history records for the liner cannot be reviewed since the lot number is unknown. These devices are used for treatment. Product history search for the shell revealed no additional complaints for the same failure mode against the related part and lot combination whereas complaint history search for the liner cannot be performed since the lot number is unknown. Review of the operative notes found the patient was undergoing revision of left total hip arthroplasty at the time these components were implanted. During the procedure, it was noted that a new zimmer tm shell was inserted and while inserting the liner into the shell, the locking ring was found to be bent. The locking ring was removed and new duraloc locking ring was inserted and a merete medical head and adapter was used. Zimmer shell and liner were used with competitor head, adapter and locking ring. Zimmer biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00489406215, acetabular augment, lot #unk; catalog #00631006636, trilogy longevity crosslinked poly liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that a zimmer acetabular shell, liner, and augment were implanted with competitor products.